Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient was due to have their pump replaced on (B)(6) 2020 but the patient's healthcare provider (hcp) dropped the patient and at the time of the report the pump was malfunctioning and the patient was going through withdrawals. The reason for the pump replacement was unknown, but the consumer noted that they were told the pump needed to be replaced every few years. The reason the patient's hcp dropped the patient was because the patient ate "a few crackers" before the pump replacement procedure and wouldn't do the procedure so the hcp "got mad". The patient had recently been diagnosed with an ulcer and had stomach problems, leading to them eating before their procedure. According to the consumer, the hcp did call in some medicine, but dropped the patient anyway. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2020 who reported that the cause of the pump malfunction was ¿end of life¿. The patient canceled the replacement procedure twice ((B)(6) 2020 and (B)(6) 2020). The patient was given clonidine and klonopin on (B)(6) 2020. No further complications have been reported as a result of this event.